Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Dimensional test was performed. The flare to tip core length was measured using a ruler. The unit showed evidence of being within specification; the core wire showed evidence of being complete and intact. Except where noted, this specimen wire does not present any indication of manufacturing defect or anomaly. Visual inspection was performed. Entire ptfe sheath was inspected under the microscope. No anomalies were observed. Distal tip area was inspected. Visual tip inspection reveals evidence of the missing pebax through out portions of the distal. However, other portions showed evidence of the pebax being present and properly adhered. No other damage or inconsistencies are noted to this specimen at this time. The complaint was analyzed and confirmed. The complaint was confirmed. However, the root cause of failure could not be determined with certainty. There is a high likelihood that the missing hydrophilic coating reported during procedure can be attributed to the missing pebax condition observed. Although the complaint was confirmed at this time, we cant determine the cause of failure.

Event description:
Note: the exact date of event is unknown. It was reported to boston scientific corporation that a jagwire guidwire was used during a endoscopic retrograde cholangiopancreatography procedure performed in 2006 (patient gender, age, and weight are unknown). According to the complainant, the hydrophillic coating was broken. The procedure was completed with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."